Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and reported driveline infection could not be conclusively determined through this investigation. It was reported that on (B)(6) 2021 the patient underwent a heart implantation and had the left ventricular assist system (lvas) explanted. The pump and system controller were returned for analysis. (B)(6) was returned assembled with the driveline cut approximately 5 inches from the pump housing and the severed portion of the driveline was returned. The apical sewing ring was returned with the green suture and zip tie present. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow graft attachment) was returned detached from the pump¿s outlet elbow. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces revealed that the proximal end of the inlet extension had a normal thin biological lining. The deposition was well adhered and did not appear to occlude the blood flow pathway. No other blood contacting surfaces revealed any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The patient received a heart transplant on (B)(6) 2021. (B)(6) was returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists driveline infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19jan2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021, the patient was readmitted for a (B)(6). Surgical intervention and drug therapy were required. On (B)(6) 2021, the patient underwent routine (B)(6) transplant. Additional information indicated that the device was operating as expected at the time of transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.